Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a compromised force sensor system. The insulin pump also appeared to be stuck on rewind loop. The blood glucose reading was not known. It was advised that the customer discontinue use of the insulin pump. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and prime alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. The insulin pump rewind properly.